Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.

Event description:
Nurse reported an event from the hematology department. They stated that the cuff did not have any "ingrowth" in the patient and that it fell out during cytostatic treatment. The patient did not feel anything but observed the catheter on the floor. The cuff suture was in place for five weeks before removal.